Event description:
Customer reported that she dropped her insulin pump. After she dropped it gave a motor error alarm and the insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.